Manufacturer narrative:
Device was used for treatment, not diagnosis. Patients age, date of birth, sex and weight is unknown and not available for reporting . This report is for unknown - proximal femoral nail anti-rotation (pfna). Part and lot numbers are unknown. Without the specific part and lot number; the UDI number is not available. Implant/explant date unknown. Complainant device is not expected to be returned for manufacturer review/investigation. Reporter phone number is not provided for reporting. The (510k#): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the subsequent review of the following literature article: zhang et al (2017). A retrospective analysis of the intertan nail and proximal femoral nail anti-rotation in the treatment of intertrochanteric fractures in elderly patients with osteoporosis: a minimum follow-up of 3 years. Journal of orthopaedic surgery and research, volume 12(147): 1-8. (B)(6) the aim of the study was to compare the long-term functional and radiographic outcomes of two devices for the treatment of primary intertrochanteric fractures in elderly patients with osteoporosis. Osteoporosis was defined as a bone mineral density (bmd) t-score value = - 2.5 at the contralateral femoral neck. The average age was 76.1 years. This study is a retrospective review of an evaluation conducted between december 2010 and august 2014. A total of 332 patients underwent treatment for intertrochanteric fracture following a fall. Out of the of 322, 283 patients were eligible for final evaluation. Of the 283 patients, 139 were treated with a proximal femoral nail anti-rotation (pfna) device, synthes, (B)(4). The specifications of the pfna device that was implanted include - 16.5 mm proximal diameter; 9¿10 mm distal diameter; 240 or 300 mm length; 1 proximal screw, 1 distal screw and 5° valgus curvature. There were 53 male and 86 female patients in the pfna group and the patient age was divided into five categories: 36 patients in age group 65¿69 years, 74 patients in age group 70¿79 years, 22 patients in age group 80¿89 years, 9 patients in age group 90-92 years. Remaining 144 patients were treated with an intertan nail (it) manufactured by smith & nephew, (B)(4). Patients were followed up for 1, 3, 6, and 12 months postoperatively and every year thereafter up to 3 years. The mean follow-up period was 38.8 months (range 36¿43 months). The mean follow up period for the pfna group was 39.1 ± 3.43. Mortality was recorded. The primary endpoint was the long-term radiographic outcomes. The secondary endpoint was the long-term functional outcomes which were evaluated based on the harris hip score (hhs). Malunion was defined as less than 50%contact between the proximal and distal fragments or collodiaphyseal angle (ccd) of less than 120°. Non-union which means nonunion of the fracture itself, not that of the third fragment, was defined as the state in which disturbed consolidation of a fracture that needs further surgical intervention or a prolonged healing time of more than 12 months or more. Complications: 11 patients experienced fracture fixation failure due to screw cut out. This report is for unknown proximal femoral nail anti-rotation (pfna) and refers to 11 patients experienced fracture fixation failure due to screw cut out. This is report 1 of 3 for (B)(4).